Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported through medwatch (mw5087049) "experienced continual pain in right hip, originating roughly 2.5 years after tha, done in 2016. Diagnosed on x-ray and with follow up lab testing with aseptic loosening of stryker tritanium hip implant placed in 2016. X-rays showed failure of acetabular part of implant to bond with bone. Confirmed on x-ray, with second opinion indicating the revision surgery will be required. All laboratory testing was negative and other causes loosening were rules out by second surgeon. [...] Scheduling a revision surgery will be dependent on progression of clinical symptoms. Aseptic loosening of hip implant."